Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer required assistance from a nurse who provided a correction injection (mdi) to address the elevated bg level. Technical support provided information to reset the pump, but caller did not have time to perform the reset. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.